Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is in process of being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly. (B)(4).

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. After the complaint product was dismantled for investigation, it was confirmed that some liquid had leaked from the 1 of 8 batteries. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record (DHR) for (B)(4) lot number 64087318, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 06 february 2019, it was reported from (B)(6) hospital that the product didn't work at all since it was opened. On 19 march 2019, a returned product investigation was performed on the (B)(4). The physical evaluation revealed that the device had initially only worked on low mode. The technician then unplugged the battery pack and plugged it back in, and the device functioned as intended. No non conformity was noted with the battery pack or the battery male or female plugs. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the (B)(4) was only operating in low mode, it cannot be determined from the information provided what actually caused the reported event and the device was noted to be functioning as intended after the battery pack was unplugged and plugged back in. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.